Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used on a balloon dilation of the gastrointestinal tract procedure performed on (B)(6) 2021. During the procedure, the balloon stopped inflating and contrast leaked out. The balloon was noted to have ruptured at 4 atm. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block a2 ( age at time of event ) and block a2 ( sex ). Block h6: device code a0402 captures the reportable event of balloon burst. Block h10: investigation results a visual examination of the returned complaint device found that the device had no visual damages. Microscopic inspection was done and found the balloon had a pinhole, which does not confirm the reported event of balloon burst. The pinhole problem found could have been interpreted by the customer as the reported event of balloon burst. Functional evaluation was performed, the balloon was inflated with water and a pinhole was noticed. Based on the available information, it is possible that factors encountered during the procedure, such as excess pressure, interaction with other devices, or anatomical affairs caused the balloon to have a pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as the balloon was used in the gastrointestinal tract.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used on a balloon dilation of the gastrointestinal tract procedure performed on (B)(6) 2021. During the procedure, the balloon stopped inflating and contrast leaked out. The balloon was noted to have ruptured at 4 atm. There were no patient complications reported as a result of this event.